Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-05965 / 06080).

Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2004 due to infection. The polyethylene bearing and locking bar were removed and replaced. Additionally, the patient was revised on (B)(6), 2004 due to infection. All components were removed and replaced with cement spacer molds.